Manufacturer narrative:
Conclusion: investigation results indicate that reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. In this case, this annuloplasty device was explanted due to systolic anterior motion (sam) and mitral regurgitation per the operative notes. The surgeon modified the native leaflet and implanted a new size 33 ring. However, residual sam was still observed. The surgeon performed an lv myotomy and myectomy. The reported sam has been resolved. In this event, there is no indication of a product quality issue.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that six years post implant of this annuloplasty valve, it was explanted and replaced for reasons unknown. No adverse patient effects were reported.